Event description:
The following information was provided to acumed via email from the patient's spouse: approximately five years ago, the physician implanted an acumed plate in the patient's right wrist. Five years later, the patient reported not being able to flex her right thumb. A consultation with the physician confirmed an additional surgery was required as the tendon of the first joint in her thumb ruptured and the tendon in her right index finger had already started to fail. Both tendons had to be repaired. The physician advised the patient that the cause of the rupture and failure was due to the titanium plate edge.